Manufacturer narrative:
The complaint of an occlusion and rupture was confirmed, and the cause appears to be use related. A c-shaped break, which is indicative of overpressurization, was found in the d/l tubing 0.7" distal to the cuff. Coagulated blood residue was occluding the lumen distal to the leak site. It appears that the occlusion was a factor in the catheter rupture. The product IFU provides instructions for catheter care and maintenance. No defects related to the manufacturing process were noted on the complaint sample. A chr of lot #hurd0577 showed no other similar product complaint(s) from this lot number. The reported lot number does not correspond with the returned complaint sample.

Event description:
It was reported that on (B)(6), the catheter could be implanted without complication. After arrival in the ward, the second leg could not be flushed and not aspired. Thromboses was suspected, therefore, 0.5 mg/3ml actilyse was applied with moderate pressure in order to bring actilyse into the leg. After 30 minutes, another attempt to flush was made. Under moderate pressure, a loss of resistance was felt, then flushing was possible, but aspiration was moderate to poor. In progress, pain during infusion was suspected, after a larger volume over leg 2, swelling of the soft tissue on the left thorax, therefore, hm-preformation was suspected which was verified by contrast media. As a consequence, explantation and new implantation were performed on (B)(6).